Manufacturer narrative:
For the results of the investigation activities refer to investigation report attached (bgcx0180_investigation_rmd).

Event description:
Blood leaking from centrifugal pump during case.

Event description:
Blood leaking from centrifugal pump during case.

Manufacturer narrative:
The investigation of the returned device is ongoing, no further information is available regarding the event, which could be addressed in a follow-up report. Based on the available information, no consequences for the patient have been identified.